Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) called for assistance with her remote monitoring equipment. During the conversation, the patient mentioned that she had a physical therapist at her house. She said they were just talking when the patient "passed out". The patient reported no other symptoms. The cause of the syncope was not provided. The patient stated her physician requested a patient initiated interrogation. The last remote monitoring transmission was (B)(6) 2017. No further issues have been reported.